Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. The sensor plug was observed properly seated. The reported sensor was sent for further investigation and de-cased. Visual inspection performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download.

Event description:
Customer reports that, "she got an electric shock on the arm that had the sensor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported sensor (B)(4) has been returned and investigation is pending at this time. A follow up will be submitted once additional information is received. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that, "she got an electric shock on the arm that had the sensor." There was no report of death, serious injury, or mistreatment associated with this event.